Event description:
It was reported that the customer had an unspecified cartridge alarm occur. There was no adverse impact to the customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.